Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/27/2020. Additional h3 investigation summary: it was reported performance pull off - suture needle. It was received for analysis two opened boxes with two and eight unopened samples of product code d10045, lot pj5058. This product code is control release and required three strands per packet.during the visual inspection of ten samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/17/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: how many of the total quantity were actually involved for the reported issue? 2nd device return follow up.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the suture was used. During surgery, the suture was detached from the needle more easily than usual. It was a control release needle. There were no adverse patient consequences reported.